Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. However, this does not indicate a device malfunction. This suggests the pads were not attached as per zoll AED plus operator's guide: keep electrode cable connected to AED plus at all times. The device was put through extensive testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to be reportable, as the device's ability to administer therapy is not impaired.